Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient slipped and fell while shoveling snow in (B)(6) 2018, and landed almost directly on their ins site. Since then the patient has had pain from the ins site to the right hip and their coverage is not like is used to be. The patient was not getting stimulation in one area at all. The patient was redirected to their hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's change in stimulation following their fall was not determined. They have an appointment with their doctor. The issue has not been resolved. No further information was reported.